Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported when pressing the charger indicator on the battery, no leds illuminated. There is also a solid red x displayed. No patient involvement was reported.